Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they received a motor error alarm. The customer¿s blood glucose during the incident was unknown. No further details were given. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device received motor error alarm during the basic occlusion test due to faulty fsr. The motor was tested outside of the device and passed.